Event description:
Cardiac surgery center of (B)(6) reported that a (B)(6)-year-old patient was admitted post-surgery to a hospital with an infection. The surgery center performed a pacemaker lead revision procedure on the patient on (B)(6) 2024. The manufacturer of surgical instruments used during the surgical procedure initiated a voluntary product recall (recall reference number: 2431166-12/03/24-001-r) on 03 december 2024. Cardiac surgery center of (B)(6) received the recall notice from its medical device distributor on 30 december 2024. Three instruments on the manufacturer's recall list were used during the pacemaker lead revision procedure on the patient: 1.) 96-2563 kelly hemostatic forceps 5 1/2" curved, lot: fsf5. 2.) 96-2531 econo sterile¿ mayo dissecting scissors 5 1/2" str., lot: fss5. 3.) 96-2571 econo sterile¿ adson dressing forceps 4 3/4" str., lot: sk-115. The incident was reported to the manufacturer on 22 january 2025 by an x-ray/scrub technician at the cardiac surgery center of (B)(6). A phone call was held between the technician and the manufacturer's director of quality and regulatory affairs on 23 january 2025 regarding the case. The technician stated that the patient case was a pacemaker lead revision and that the doctor would respond with additional case details. The response was received from the doctor on 04 february 2025. The doctor stated the procedure was normal and the patient responded normally to the procedure with nothing unusual noted about her recovery, however the pacemaker site never healed completely. The patient reported oozing from the device site 4 weeks after the implant. The patient was admitted to the hospital and the device was explanted. The patient was recently discharged from the hospital with antibiotics.